Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter would not power on. The patient indicated that the alleged issue started on an unspecified date/time two weeks prior to contacting lfs on (B) (6) 2010. After the alleged issue began, the patient continued to take his diabetes medications as prescribed. The patient took his usual doses of metformin and glyburide. The patient denied that he developed any symptoms because of the alleged issue. On (B) (6) 2010, the patient had a "routine" doctor's appointment. The patient's blood glucose was reportedly tested on a doctor's/clinic's meter and a result of "325 mg/dl" was obtained. The patient was treated with IV fluids and 2-3 injections (unspecified contents). The patient was also prescribed actos and januvia. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he received medical treatment suggestive of hyperglycemia from a health care professional (hcp) after the alleged issue began.